Event description:
It was reported that there were some ventricular high rate episodes that appeared to be oversensing on the right ventricular (rv) lead. No oversensing was noted with provocative maneuvers. Sensitivity was reprogrammed. Sensing assurance and ventricular capture management were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-45 lead, implanted (B)(6) 1999. (B)(4).